Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-oct-2008, UDI # : (B)(4). Product ID: 8711, serial/lot #: (B)(4), ubd: 18-aug-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-20, information was received from a patient receiving morphine (30 mg/ml, 6 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that the "pump, for some reason, is not working" and they patient has had a dye study to confirm this. The patient reported they haven't had pain relief for several months and they couldn¿t work because of the pain. The patient mentioned their pump was "close to the end of its life anyway". The patient stated they didn¿t know if the catheter was broken or kinked and the doctor said they wouldn¿t find out until revision surgery. The patient indicated they were waiting on approval for a pump replacement.